Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure everflex entrust was used to treat the external iliac. Approximately 33 months post procedure patient suffered stent recoil external iliac artery right side r1 with claudication. Also new stenosis right common iliac artery and superficial femoral artery. The event was treated with percutaneous intervention. Patient recovered.

Manufacturer narrative:
Update received on 23 oct 2025: patient complained about worsening of rutherford. Admission, stent-recoil in r1 target lesion was seen during the angiography. Ae was recognized. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.